Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode with t-wave oversensing and changes in amplitude morphology measurements. Additional information provided from the field indicated the patient later received an inappropriate shock. Troubleshooting and testing of the system was unable to reproduce similar morphology changes, however the s-ICD system was reprogrammed and remains in service. No adverse patient effects were reported.